Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) over 500 mg/dl with confusion, chest pain, excess urination, extreme thirst, blurred vision, extreme drowsiness, an itchy and numb mouth, irritability and a large level of ketones associated with an alleged issue with the pump¿s cartridge. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient alleged that their pump was not delivering insulin correctly; it was concluded that the patient did not change cartridge after noticing it was empty. The stated that they were not receiving the correct amount of insulin and that their bg was too high for meter to read properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a training misuse.